Manufacturer narrative:
Annex b was updated to b01.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm maryland bipolar forceps instrument had a broken cable that was observed on camera. The procedure was completed. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the distal end.